Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report that he did not think the pod he had on was working due to elevated blood glucose levels (bg's). His bg's ranged 177-418 mg/dl before changing the pod. No further information is available.